Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 wherein the scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. X-rays confirmed the lead had migrated out of the epidural space. Surgical intervention was taken on (B)(6) 2016 to reposition the lead. However, the physician was unable to reposition the lead due to scar tissue. In turn, further surgical intervention may be taken at a later date to address the issue.